Event description:
Per the importer's MDR: it was reported that while making a left turn, the left axle lock nut came off of a in88ahanfr manual wheelchair causing the rear tire to fall off. The user fell down the ramp and was sore after the event. It was suspected that the dealer installed the wheels incorrectly.